Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a power error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.